Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device did not generate an alarm resulting in a patient expiring. The device was in clinical use at the time of the event.

Manufacturer narrative:
A clinical harm review was performed and found that the device alarmed as expected based on the audit logs. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that the device did not generate an alarm resulting in a patient expiring. The device was in clinical use at the time of the event. A clinical harm review performed found that the device alarmed as expected based on the audit logs.